Event description:
It was reported that at follow-up, exit block was observed. Low sensing and high thresholds were found. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.